Manufacturer narrative:
A ge rep evaluated the system and tightened the interconnect cable connector. System operates as intended. (B) (4).

Event description:
Customer reported the system reboots on its own. No pt injury was reported.